Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of insyte ag bc global wing pnk 20gax1.0in experienced catheter tip damage/deformation which was noted prior to use. The following information was provided by the initial reporter: report that several catheters in this batch have manufacturing defects: twisted plastic tips with the result that it is impossible to prick patients.

Event description:
It was reported that an unspecified number of insyte ag bc global wing pnk 20gax1.0in experienced catheter tip damage/deformation which was noted prior to use. The following information was provided by the initial reporter: report that several catheters in this batch have manufacturing defects: twisted plastic tips with the result that it is impossible to prick patients.

Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.